Manufacturer narrative:
The polyurethane was ruptured near the inflow cage, consistent with the clinical report that the cannula bent at this location during attempts to re-advance the pump. The root cause cannot be definitively determined as the introducer and the detached inflow cage were not returned for review. Proximal to the delaminated region, the cannula was free of kinks and there were no signs of deformation. The end of the polyurethane was torn, and the step in the coating was visible. Failures of this type will continue to be monitored for trends.

Manufacturer narrative:
The polyurethane was ruptured near the inflow cage, consistent with the clinical report that the cannula bent at this location during attempts to re-advance the pump. The root cause cannot be definitively determined as the introducer and the detached inflow cage were not returned for review. Proximal to the delaminated region, the cannula was free of kinks and there were no signs of deformation. The end of the polyurethane was torn, and the step in the coating was visible. Failures of this type will continue to be monitored for trends.

Event description:
The complainant reported a (B)(6) year old caucasian male in cardiogenic shock (cgs). Doctor attempted to repo prior to leaving the cardiac cath lab (ccl) and the device jumped out of left ventricle (lv). The doctor attempted to push back across the atrioventricular node (av). The impella then bent back. The decision was made to explant and re-cross with a new device. While pulling the device through the sheath the inflow detached entirely from the cannula and snare was unsuccessful. The doctor cut down in the left leg to retrieve the device as it separated from the inflow cage to pigtail.